Event description:
Peroneal artery clot via fem artery: rupture of peroneal artery. 3mm stent graft was used to fix rupture (B)(6) 2013 additional info: while injecting tpa into the injection port fluid began leaking around the catheter and balloon inflated when he attempted to deflate the balloon it would not. A pseudoaneurysm developed in the peroneal requiring the use of a 3mm in diameter stent graft. Evaluation summary: upon receipt of the returned sample, rupture was observed on distal balloon at belly region from a 12 o clock view. No kinking was observed on the catheter. The dispersion wire remains inserted in the catheter. The outer strain relief was pushed distally. No other obvious visual defects were observed. This complaint is classified as balloon rupture. Per trellis family dfmea, q90-285, item ID 3.18 the potential end effect of balloon ruptures due to balloon over inflated and/or unable to isolate treatment zone is removal and replacement of selected device. The balloon rupture was found on the distal balloon at the belly region. The root cause of the balloon rupture is unknown. The volume used to inflate the distal balloon was not provided. It is unknown if there wasa stent in the treated vessel that contributed the balloon rupture. The investigation finding shows that the distal balloon ruptures. The balloon rupture root cause is unknown.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.